Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. This is the only complaint reported to date for corporate lot number 100707-1. The device has not been returned to the MFR to date.

Event description:
It was reported that the pta balloon failed to deflate after the first inflation within a stent. Reportedly, the pta balloon dilatation catheter was being used for in stent stenosis within the sfa. The balloon was inflated once at 6 atms within the stent and would not deflate. The balloon was punctured through the skin with a syringe and the balloon catheter was removed through the sheath without further incident. Another balloon catheter was used to complete the procedure. There was no report of injury to the pt.